Event description:
The patient's system was explanted due to skin erosion at the implant site.

Manufacturer narrative:
The explanted products were discarded by the medical facility and will not be returned for evaluation.